Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the balloon failed to hold contrast. The balloon was inflated and deflated several times and it was inflated normally; however, immediately lost contrast and kept deflated on every occasion. The balloon was removed and the procedure was completed with another of the same device. There was no clinical consequence to the patient due to the reported event.

Event description:
It was reported that during the procedure, the balloon failed to hold contrast. The balloon was inflated and deflated several times and it was inflated normally; however, immediately lost contrast and kept deflated on every occasion. The balloon was removed and the procedure was completed with another of the same device. There was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device showed that the device had dried blood within the balloon catheter. No other anomalies were noted. The device dimensions were within specifications. The device was being unable to flush or the demonstration guidewire being unable to fully advance through the catheter due to the presence of dried blood. The device was soaked in water and then was inflated. No evidence of leaking on the balloon was noted during functional test. Therefore, an assignable cause of not confirmed has been assigned to this complaint as the issue included a returned device review (visual, physical, and/or performance testing) showed no evidence of either the alleged issues or any defect which could have contributed to the event. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure, the balloon failed to hold contrast. The balloon was inflated and deflated several times and it was inflated normally; however, immediately lost contrast and kept deflated on every occasion. The balloon was removed and the procedure was completed with another of the same device. There was no clinical consequence to the patient due to the reported event.